Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly, corroded motor assembly and bleeding lcd glass also, unable to confirm battery out limit alarm due to blank display. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer reported that they received a battery out limit alarm. The customer reported that there was fluid under the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.